Manufacturer narrative:
Additional information of the reporter: phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
A healthcare professional reported capsular contracture baker grade IV on the left side. The device has been explanted and replaced with a non allergan device.

Event description:
Healthcare professional reported, capsular contracture, baker grade IV on the left side. The device has been explanted, replaced, and discarded.

Event description:
Healthcare professional reported, capsular contracture, baker grade IV on the left side. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified, device patch with lot number#: 2462204 and catalog number#: tsx-340. Capsular contracture: unable to observe, since it is a medical event. And is not related to the device. It cannot be determined, which device is for the left or right side. Per, the photos provided.